Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter(aus) pump and cuff due to the device not cycling and hole in the cuff. When 3cc of fluid was inserted, only 1cc came back out. The patient was incontinent. A patient outcome of fully recovered was reported.